Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: trocar sheath broken during procedure. No extension of surgery time and incision, no blood loss, no tissue damage, part fell into cavity, could be retrieved though.